Event description:
It was reported that the patient experienced redness to the abdomen and loin at pump site. "The incision over the pocket was totally healed before the symptoms began". The pump was replaced from one side to the other side of the patient. When the pump was explanted from the first side, the symptoms (redness) disappeared. The pump was implanted on the other side and the same symptoms were noted. It was indicated there was redness at the place of the pump and fluid around the pump. It was noted that the patient was not affected; no injury or itching.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model#8709sc lot#0204307707 implanted:unk explanted:unk. (B)(4).